Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. No portion of the device was reported available. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil prematurely detached within the microcatheter. The coil and microcatheter were removed together as a system. No harm or injury was reported due to this incident.